Event description:
An optometrist reported a pt with dry eyes, the same level as it was prior to surgery, seven months following lasik treatment. The pt reported there was no improvement with tears/ointment and that his vision was fuzzy. The pt was prescribed cyclosporine ophthalmic emulsion. Additional info received from the center director indicated the pt continues to use cyclosporine ophthalmic emulsion. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
: The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info, at this time minimal additional info was received. (B)(4).